Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 14. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism, and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, and mobility. No further patient complications were reported.